Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that noise and oversensing were observed on the right ventricular (rv) channel. The oversensing led to pacing inhibition of up to 3 seconds. Technical services discussed the noise was likely myopotential. It was also noted the rv pacing impedance was around 220 ohms to 270 ohms. The impedance was lower, but still in range. The rv was programmed to unipolar pace/sense. Automatic gain control was also programmed on, so a higher sensitivity was used, which could increase the possibility of oversensing. Technical services discussed programming a fixed sensitivity and also lowering the sensitivity. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was advised not to approach the machine that contributed to the myopotential noise. Since this instruction was given, no further issues have been encountered. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the evaluation conclusion code was updated.